Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 200 greater than 500 mg/dl). The infusion set was changed multiple times. Boluses and insulin injections were used to address bg. Customer reported pump appeared to be functioning properly; however, did not think insulin was being delivered. Pump system check with tandem technical support found the pump to be functioning properly. Customer reported that pump settings had recently been adjusted by a healthcare provider. Reportedly, customer discussed the elevated bg with a healthcare provider.